Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking. The device was leaking whether a device was inserted or not. When they fiddled with the device, the device would stop leaking for a few minutes. The case was completed with the device. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.